Event description:
It was reported that the patient's implantable neurostimulator (ins) was "ruined" and had to be replaced after passing through a security system at the airport. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3889-28, lot #: j0454309v, implanted: (B)(6) 2004, explanted: (B)(6) 2012; extension model: 3095-10, serial #: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012; programmer model: 3031a, serial #: (B)(4).